Event description:
According to the reporter, during a procedure, the device had partial seal. There was evidence of energy delivery. A new ligasure was used with the same generator and it worked fine. Cleaning of the jaws of the ligasure handpiece was performed as needed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device's cord plug was cut off and not returned. The device showed evidence of use. It was reported that the device produced only a partial seal of the vessel. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.